Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that the customer obtained a value of 26.1 mmol/l on the mobile system. In response, the customer took an unspecified amount of novorapid insulin. One hour later the customer tested on the mobile system and obtained a result of 5.3 mmol/l. Approximately 1 hour later the customer told his wife he didn't feel well. The customer's wife went to take a shower and when she returned from the shower she found the customer unconscious and in a convulsive state. The customer's wife called the emts who arrived within 30 minutes of when customer first began to feel unwell. The emts tested the customer on their meter and received a result of .9 mmol/l. The customer was treated with a glucagon injection and 2 tubes of glucose by mouth. The customer was transported to the hospital where unspecified blood glucose results were obtained. The customer was treated at the hospital with glucose intravenously. The customer has recovered and is currently feeling good. The manufacturer requested return of suspect product for evaluation.